Event description:
A patient with chest mantle radiation for hodgkin's disease in 1983, hyperlipidemia, and pci of an unknown vessel in 1993, underwent coronary angiography in 2002 for angina and an abnormal stress test which revealed a high grade ostial left main stenosis. Preoperative angiography of the lima revealed that it was an unsuitable bypass conduit. The patient underwent CABG with svgs to the lad and om using connectors. Postoperatively, patient was stable for two months but then developed rapidly progressive angina. Urgent angiography showed 99% ostial stenosis of the svg-lad with timi 1 flow and a totally occluded svg-om. There was a tight stenosis and tethering of the mid-lad at the distal anastomosis. Pci of the svg-lad was performed with a stent. A second stent could not be passed more distally at the proximal aorto-saphenous segment. A stent was also placed in the left main trunk to provide flow to the om and a stent was placed at the mid-lad. Patient was subsequently discharged from the hospital uneventfully. The patient returned within two months with unstable angina and angiography revealed total occlusions of the stents in the svg-lad and in the native mid-lad and 70% in-stent restenosis in the stent in left main, despite treatment with both aspirin and clopidogrel. The patient required re-do CABG with manual suturing of the svg-lad and svg-om. Patient did well postoperatively and was discharged home.